Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device experienced a hardware issue described as a split or separated bezel on the screen assembly, while the patient¿s blood glucose remained unaffected and no alerts or alarms occurred. Symptoms included no adverse clinical effects. Outcomes included no medical intervention and no impact to therapy continuation, with continued cgm use as instructed. Investigation included complaint intake, verification of serial information, user guidance for data sync and device shutdown, and logistical coordination for replacement and return. Investigation of this case revealed a cosmetic or mechanical enclosure separation consistent with screen bezel separation without functional impact to insulin delivery or cgm interoperability. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress or wear of the device enclosure unrelated to software or control algorithm performance.